Event description:
It was reported on (B)(6) 2023 a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. The clip was implanted. The final mr grade was 1. In (B)(6) 2024, the patient presented with breathlessness. A single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 4. On (B)(6) 2025 a second clip intervention was performed. The patient had challenging anatomy. An attempt was made to grasp in between the first clip and calcium in the posterior leaflet where the conversion mr pisa was. While attempting to grasp, interaction between the leaflets and grippers. Reversing maneuvers freed the leaflets from the grippers. Four attempts were made to grasp and it was noted that the tactile marker gripper was not lowering adequately. Troubleshooting was performed to lock and unlock the clip but was unsuccessful. The decision was made to remove the clip from the patient. A new mitraclip xt was used to stabilize the first clip. Additional troubleshooting was performed on the clip outside of the patient. The non-tactile marker did not drop and the gripper line was broken. The grippers were reportedly cycled 13 times. Per the physician, the slda may have occurred due to orientation might not have been achieve adequately due to the presence of the calcium ridge. The exact date of occurrence was unknown and estimated as 30 november 2024 for the regulatory report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2023 a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. The clip was implanted. The final mr grade was 1. In (B)(6) 2024, the patient presented with breathlessness. A single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr grade increased to 4. On (B)(6) 2025 a second clip intervention was performed. The patient had challenging anatomy. An attempt was made to grasp in between the first clip and calcium in the posterior leaflet where the conversion mr pisa was. While attempting to grasp, interaction between the leaflets and grippers. Reversing maneuvers freed the leaflets from the grippers. Four attempts were made to grasp and it was noted that the tactile marker gripper was not lowering adequately. Troubleshooting was performed to lock and unlock the clip but was unsuccessful. The decision was made to remove the clip from the patient. A new mitraclip xt was used to stabilize the first clip. Additional troubleshooting was performed on the clip outside of the patient. The non-tactile marker did not drop and the gripper line was broken. The grippers were reportedly cycled 13 times. Per the physician, the slda may have occurred due to orientation might not have been achieve adequately due to the presence of the calcium ridge. The final mr grade remained at 4. The exact date of occurrence was unknown and estimated as (B)(6) 2024 for the regulatory report.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because no lot information was provided. Based on available information, the reported slda was likely due to a combination of procedural circumstances and patient anatomy. The reported recurrent mr was a cascading effect of the reported slda. The reported dyspnea was a cascading effect of the reported recurrent mr. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.